Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The direction for use states that product is validated for single use only and should not be reprocessed or reused. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that for 3 months the facility has been reusing the cassettes while evaluating them for break barriers to ensure that there was no possible (B)(6) contamination risk to patients. It is unknown if any patients have been exposed due to the product reuse; however, the facility continues to monitor the patients. No samples are available for return and evaluation. Additional information has been requested.